Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at the electronic or motor assemblies during visual inspection. The device powered up properly after battery installation. The device had operating currents within specifications. No battery out limit alarms were noted. The device had a cracked case at the lcd window corners and battery tube threads. The device had a scratched lcd window and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 350 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.